Event description:
Device has been explanted.

Manufacturer narrative:
Reason for reoperation: deflation. Device evaluation: visual analysis of the returned device identified: creases, one curved opening and one crack opening. A leak test was performed which identified openings. A microscopic analysis was performed which identify: one crack opening and one opening striated. Creases/folding of implant condition that was indicated in the complaint was observed, nevertheless it is considered non-related to the manufacturing process, since the device was received out of their primary packaging and is an explanted device. Based on the device analysis the final assessment is: one opening crack assessed as cracked valve seat diaphragm valve. One opening striated assessed as surgical damage. Creases/folding of implant condition was observed, nevertheless is not related to the manufacturing process.

Event description:
Healthcare professional reports a right side "rupture" of a saline implant. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports a right side "rupture" of a saline implant. Device remains implanted.